Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. No additional information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.